Event description:
It was reported that approx two years post vena cava filter implant, imaging demonstrated a filter tilt, and a segment of a detached filter leg was noted to be embedded in the ivc wall prior to filter retrieval. Attempts to remove the detached limb fragment were unsuccessful. There was no reported pt injury.

Manufacturer narrative:
This event was reported via a voluntary med watch report # (B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.